Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158

Event description:
It was reported that the patient attended the emergency room on (B)(6) 2026 and was admitted to hospital. The patient reports that their blood glucose levels rose above 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the placement of their pod was not working and that they felt that they did not receive adequate training in using the device. The reported symptoms include vomiting, diarrhoea, weakness, instability and confusion. The patient was diagnosed with, influenza, pneumonia, colitis, diabetic ketoacidosis, elevated lactic acid levels and a blood infection. The patient was treated with potassium, electrolytes and emodin. The patient was still hospitalised at the time of reporting and reported that the expected date of discharge was (B)(6) 2026; no further information regarding discharge has been provided. Case 3 of 3 (related cases: (B)(4)).

Event description:
It was reported that the patient attended the emergency room on (B)(6) 2026 and was admitted to hospital. The patient reports that their blood glucose levels rose above 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the placement of their pod was not working and that they felt that they did not receive adequate training in using the device. The reported symptoms include vomiting, diarrhoea, weakness, instability and confusion. The patient was diagnosed with, influenza, pneumonia, colitis, diabetic ketoacidosis, elevated lactic acid levels and a blood infection. The patient was treated with potassium, electrolytes and emodin. The patient was still hospitalised at the time of reporting and reported that the expected date of discharge was (B)(6) 2026; no further information regarding discharge has been provided. Case 3 of 3 (related cases: (B)(4).

Manufacturer narrative:
B5 updated.